Event description:
During verification testing at the service center the device alarmed with an 11/004/024 (less than 2.0 volts measured on lithium battery) service alarm code.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.